Event description:
Description: it was reported by customer that when making a mitomycin dose the drug could not be reconstituted after applying the protector. The soft rubber sheath covering the spike seemed to become stuck part way. Verbatim: material#: 515064 batch#: unknown at cen yesterday, when making a mitomycin dose the drug could not be reconstituted after applying the protector. The soft rubber sheath covering the spike seemed to become stuck part way. We didn't have another vial of drug so we removed the protector and applied a new one. The defective one was saved. We have 2 lot number and are not certain which one was used as the packaging was discarded: 2411403, 2409405

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and two physical samples were provided to our quality team for investigation. Upon inspection, no damage was observed within the spike sleeve or spike of the protectors. Functional testing was completed, liquid was able to move from a syringe through the protectors without issue, and the product performed as intended. A device history review was performed for suspected lots 2409405 and 2411403, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported event. Three retained samples of each suspected lot was used for additional evaluation. The product was visually inspected and no damage or defects were observed. Functional testing was performed, in all cases the protectors were properly fitted to the vial without issue, no damage to the spike or spike sleeve occurred, and all product functioned properly. As part of our standard manufacturing process, each product undergoes visual and functional testing to ensure quality and performance. No issues related to the reported concern were observed during these inspections. Based on the sample evaluation and our quality team's investigation, we cannot identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.